Manufacturer narrative:
The pvs23 sn (B)(4) was returned to the manufacturer and it was received on 08 jul 2019. The returned valve was received in dry conditions and the pericardium presented stains of dry blood. In addition, the valve was slightly deformed. The visual inspection performed on the returned prosthesis showed a bloodstained pericardium and stiffened leaflets. Giving the returning conditions of the device, no further test can be performed at this time, as the valve was received in an altered status (dry conditions). However, based on the case history reported, no specific issue with the device were reported and the event was attributed to user error. As such, no further investigation is warranted at this time.

Event description:
On (B)(6) 2019, a pvs23 was intended for an aortic valve replacement. However, the valve was not implanted as reportedly difficult to collapse (reported in a separate medwatch with livanova ref # (B)(4)). Using the same accessory kit, a new pvs23 valve was successfully collapsed and implanted (this event, ln ref # (B)(4)) . However, on postoperative day 1, the patient was brought back to the or for a re-do aortic valve replacement due to aortic insufficiency. No specific issues were reported with the device (no leaflet issue, no stent folding). Based on the information received, the aortic insufficiency was caused by user error, although this aspect was not further specified. The pvs23 was explanted and replaced with a magna ease (unknown model). The patient¿s outcome was good after the second re-operation.